Manufacturer narrative:
It was found that the initial results were accompanied by an invalidating data flag. The alarm trace showed a warning water level decrease alarm. The field service engineer (fse) replaced a solenoid valve in the incubator water bath drain. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The customer received a water level decrease warning alarm prior to obtaining the questionable results. The investigation is ongoing.

Event description:
There was an allegation of questionable alt alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation and ast aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation results for 3 patient samples on a cobas 8000 c702 module. For sample 1, the initial alt result was 101 u/l. The repeat result was 17 u/l. For sample 2, the initial alt result was 101 u/l. The repeat result was 18 u/l. For sample 3, the initial alt result was 48 u/l and the initial ast result was 68 u/l. The repeat alt result was 15 u/l and the repeat ast result was 16 u/l the repeat results were deemed correct.